Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
My mother is (B)(6) right now. She had a total knee replacement in 2013. The 6 years she has not been able to walk properly, had severe pain, and involved I faction. Finally her dr. Removed a mass and after the infection wouldn¿t go away they took the knee replacement out and found the insert had been defective. This is completely unacceptable. It is a 5530-g-409.